Event description:
The generator was returned for MFR # 1644487-2013-02321 and it was noted that the device was programmed to "faulted" settings indicative of a faulted diagnostic test. Clinic notes dated (B)(6) 2013, from prior to replacement surgery, indicate the patient was set to the following settings: output current 2.5 ma, signal frequency 30 hz, pulse width 750 microseconds. Signal on time 30 seconds, signal off time 95. Mag current 3.75 ma, mag pulse width 750 microseconds. It is unknown if and when a faulted diagnostic test may have occurred. Attempts are underway for additional information; however, no additional information has been provided.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional programming history was reviewed; however, there is no indication that the patient's settings were changed prior to (B)(6) 2011 to the previously reported settings.

Manufacturer narrative:
Analysis of programming history.